Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's defibrillation lead, exhibited high out of range pacing impedance measurements. Sensing and threshold measurements were stable. In clinic, measurements were within an acceptable range and attempts to recreate high measurements were unsuccessful. There were no episodes with noise stored. There was a concern of a loose connection and a revision procedure was being considered. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating high out of range rv pacing impedance measurements continue to be observed. An x-ray was reviewed and the high voltage terminal pins appeared to be fully inserted, however the rate/sense portion of the lead did not appear to be fully inserted. Additionally, the right atrial (ra) lead also did not appear to be fully inserted. An invasive procedure was performed. The leads were removed from the device header and reinserted. Impedance measurements were acceptable and noise was not able to be induced. No additional adverse patient effects were reported.